Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged damage (physical or cosmetic). P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Unit received with a frozen display with flashing medtronic logo. Reset the pump three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo permanent. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement or self test due to frozen display anomaly. Unable to download pump's history and trace files using thump due to frozen display anomaly. Pcba 2 was swapped out with a working test board and successfully powered up confirming frozen display with flashing medtronic logo is due to faulty pcba 2. No moisture damage found on the pcba 1/pcba 2/motor/force sensor during visual inspection. In summary, customer allegation for cosmetic damage was confirmed. Frozen display (flashing medtronic logo) due to faulty electronic assembly on pcba 2. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack outside battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.